Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The field service representative (fsr) went on-site to evaluate and repair the suspect device. The fsr was able to confirm the reported event and determined the most likely cause of the issue is the front pane assembly. After replacing the front panel assembly, the issue was resolved. The fsr reported calibrating and testing the device according to service specifications. At this time, vyaire's failure analysis laboratory has not received the device for evaluation. Once a final investigation is completed, a supplemental report will be submitted.

Event description:
The customer reported while using the vela ventilator; the device's touchscreen is freezing up. The customer reported there is no response on the touchscreen. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An evaluation of the component could be confirmed. There is visible water ingress in the touch screen. This issue will be internally investigated within vyaire.